Event description:
This spontaneous report received from a (B)(6) physician concerns a (B)(6) male patient. He was injected with a total of 0.6 ml of radiesse dermal filler (0.3 ml to each side) for cheek voluminizing on (B)(6) 2014. After injection, the physician noticed a grey colorization unilateral right side with light edema and redness. Three days post-injection, the patient presented to the physician with visible necrotic tissue. The physician provided immediate treatment with medrol methylprednisolone), aspirin (acetylsalicylic acid), sildenafil (viagra), nitroglycerine and amoxiclav (amoxicillin trihydrate, clavulanic acid). A hyperbaric o2 therapy was also started. At the time of the initial report the patient outcome was unknown.

Manufacturer narrative:
On (B)(6) 2014, it was reported that the patient is doing okay and not complaining. The device history record for radiesse lot #100061830 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.